Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary has a failed drawer. The customer stated that they can be able to remove medication to the patient from the station which can cause patient care delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct device manufacture date, imdrf annex a grid and unique identifier.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary has a failed drawer. The customer stated that they can be able to remove medication to the patient from the station which can cause patient care delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer unplugged drawer 7, replaced flat flex cable, shut down and rebooted device. Customer recovered all failed storage spaces in the application and tested drawer in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary has a failed drawer. The customer stated that they can be able to remove medication to the patient from the station which can cause patient care delay. There were no adverse events or injuries reported based on this incident.